Manufacturer narrative:
H6: investigation summary : two photos and one used primary set, model 2426-0007 lot 20125190, was received by the customer for investigation. Upon visual inspection, it could be observed that there was a cut in the tubing between the upper fitment and top smartsite. No other defects were observed. The customer's complaint that tubing leaked due to a cut in tubing was verified. A device history record review for model 2426-0007 lot number 20125190 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the damaged tubing. Possible root causes are improper manual cutting method, wear tubing guidance fixture and transportation¿s cars with sharp edge conditions.

Event description:
It was reported that the as lvp 20d 3ss cv tubing was spiked and ruptured during use from a cut, causing leakage. The following information was provided by the initial reporter: "tubing was spiked and leaked, due to a cut in tubing."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv tubing was spiked and ruptured during use from a cut, causing leakage. The following information was provided by the initial reporter: "tubing was spiked and leaked, due to a cut in tubing."